Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, general purpose operating system (gpos), and the real time operating system (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.